Manufacturer narrative:
Per the clinic, the patient underwent a procedure to reposition the internal magnet on (B)(6), 2016. The implanted device remains. This report is submitted on november 21, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011.

Manufacturer narrative:
This report is submitted on october 21, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced a dislodgedment of the internal magnet subsequent to an MRI scan. It was reported that the patient's head was not wrapped per the manufacturer's instructions for use of MRI. The implanted device remains. Revision surgery is scheduled; however, not take place as of the date of this report.